Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an alarm went off. The details of the alarm was unknown. The cassette used in combination with the pump. No patient injury.

Manufacturer narrative:
Evaluation: sample received consist in 1 cassette product. The sample was received used, inside a plastic bag. No damages, kinks or deformities that could cause the failure mode reported were detected. Functional test: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Conclusions: failure mode could not be duplicated by functional testing; complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.